Event description:
Siemens was notified on (B)(6) 2012, that "wires in trough behind heat exchanger burnt and caused caustic odor in the CT suite and to a laser degree throughout the radiology department." Reportedly, a pt was being scanned when a burning smell was detected. However, scanning was completed and there was no harm to the pt. The system was shut down and the fire department was called to the hospital facility, although there were no sparks or fire seen at any time.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2012, and this MDR is being mailed on (B)(4) 2012. Siemens' customer service engineer (cse) found burnt cables in the cable trough behind the heat exchanger. The burnt cables were removed and replacement parts were installed. The system was tested, verified for proper operation, and is in use. There have been none of the same or similar occurrences since the time of the reported event.